Manufacturer narrative:
Follow-up #1: date of submission 05-feb-2018 - device evaluation: the device has been returned and evaluated by product analysis on 24-jan-2018 with the following findings: during the investigation, no cracks were found in the display lens or screen. Unrelated to the original complaint, the display was found to be dim/pink.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter information: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen lens was cracked. It could not be confirmed whether or not the reporter could read the pump screen safely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.